Manufacturer narrative:
(B)(4). G2 report source: germany. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision due to a falling. In the operating room: head broken into several fragments. The head was changed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records were not provided. A definitive root cause could not be determined. However, the most likely cause is the patient falling on the directly on the operated side hip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4, h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.